Event description:
During remote monitoring, episodes of undersensing and variable r-wave sensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.